Event description:
This complaint is reportable based upon analysis results completed on 4/18/2008. It was reported that during a coronary drug eluting stenting treatment procedure, shaft kink was observed. The lesion being treated was located in the 100% stenosed, average tortuous left anterior descending artery (lad). The lesion was predilated. When the physician was trying to cross a taxus express2 2.75x32mm drug eluting stent, the shaft was kinked outside the body. Withdrawal resistance was felt when taking out the device. There was no patient complications. Patient status was reported as "good". The procedure was not completed and no more stent was used. Analysis of the returned device found the shaft fractured.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the returned device found that the hypotube had broken approximately 90.6cm distal from the catheters strain relief and the catheter tip was damaged. The tip was slightly flared. The tip damage is consistent with the unsuccessful attempts when loading the guidewire. The hypotube break is consistent with excessive force being applied to the delivery system. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The device was kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. The shopfloor paperwork for this batch shows that the product met its design and manufacture specifications. The most probable root cause of this complaint will be considered as operational context as performance might be limited due to anatomical/procedure factors encountered during the procedure.